Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger won't charge battery) has been confirmed. As received, the charger/modem was resetting and unable to recognize a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the ca board. Additionally, liquid contamination was found on the battery board. Root cause investigation including destructive testing is underway on devices exhibiting similar pld and pxa failure modes. The root cause of the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger/modem was unable to charge a patient's battery pack.